Event description:
Spontaneous call, per patient, one of her cadd extension sets was loose and would not attach correctly. Patient did not have a serial number. Patient has 3 more extension sets on hand and will also receive another shipment on 04/15/2022. No further information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device is available to be returned for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; reported (B)(6) by pt/caregiver.